Manufacturer narrative:
Of the 20 allegations of a malfunction, 16 pumps were returned to animas and investigated. Of the investigated pumps, 3 were found to be malfunctioning due to moisture ingress. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 20 malfunction events. A review of the events indicated that the one touch ping model pump experienced a communication alarm issue. These reports were received from various sources. The patients associated with this allegation ranged from 9-70 years of age and between 50 and 207 pounds. Of the reported patients, 12 were male and 8 were female.